Manufacturer narrative:
.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2008, another promus (3.0 x 15mm) was implanted, because of the chest pain the patient continued to experience after the first promus was implanted one month prior, however, the chest pain continued. The second procedure was intervention, because it was also performed in the circumflex, but it is unknown whether or not it was for in-stent restenosis or thrombosis. The patient currently treats the chest pain with nitroglycerin tablets and patches, but gets headaches from these. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.